Event description:
The customer reported to customer service that a small piece of plastic broke off between the prongs, causing the inner electronics to be exposed.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer she stated that there were no injuries sustained for the issue. The product was received on 09/06/2013 and evaluated. The evaluation confirmed that the transformer was breach, which is a safety risk. This issue with the damaged transformer housing for the pump in style device was addressed in investigation ir12-0037. The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was not able to be plugged in so the voltage across the dc plug was not measured. Resistance across the dc plug was 12k, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured 55.20, which is normal and indicates that the thermal fuse did not blow.